Event description:
It was reported that customer was hospitalized with low blood glucose levels. Prior to hospitalization customer had a seizure. Customer's mother stated that the reason customer had low blood glucose levels was due to giving too much of the correction prior to going to bed.